Event description:
The customer claims that this hemotherm 400ce went into an ee03 alarm during a case. Another hemotherm was brought in to finish the case, no injury was reported.

Manufacturer narrative:
Complaint #(B)(4) received. There were no allegations of patient harm.